Manufacturer narrative:
Follow up 2/12/2016: customer reported that shortly after speaking with tandem technical support on (B)(6) 2016, the pump battery gauge jumped to 100%; however, customer did not specify if the battery gauge event occurred during an attempt to charge the pump. Customer indicated that replacement tandem pump was available for diabetes management. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert while charging the pump from 40% to 75%, and pump could no longer be charged despite the attempted use of multiple cables and power sources. There was no reported impact to the customer's blood glucose level. Customer indicated that the current pump would continue to be used for diabetes management.